Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited episodes of noise. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.